Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the operating room for a scheduled procedure unrelated to the device, the device received inappropriate therapy when the physician placed a magnet over the device. There were no further complications as a result of this therapy. Testing the magnet strength and placement were recommended. The patient condition was stable throughout and following the procedure and will continue to be monitored.